Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacture report number 3004209178-2015-87772.

Event description:
It was reported the customer was experiencing high blood glucose of 465 mg/dl treated with device and lowered to 325 mg/dl. Customer treated with back up plan and blood glucose rose to 355 mg/dl. Reservoir was removed from the device and insulin leaked out. Troubleshooting for high blood glucose was declined. Customer was not hospitalized. No further information reported.